Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) large volume folfusors under infused medication to the patient. The therapy time was scheduled for 24 hours; however, it was observed that at the end of the therapy time, the balloon had not fully deflated indicating that all the medication had not been delivered. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information : device manufacturer state and unique identifier (UDI) #. The lot was manufactured from august 9, 2019 - august 12, 2019. The actual devices were not available; therefore actual device analysis could not be performed for the samples. However, a photograph of one (1) sample was provided for evaluation. A visual inspection was performed on the photograph which observed a device containing fluid in the bladder/balloon. Functional testing could not be performed as the actual sample was not available to verify flow rate. The reported condition was not objectively verified via the provided photograph, however fluid was found in the bladder. The exact cause could not be determined; however the most probable cause is user related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.